Event description:
According to the report, the bioglue polymerized inside the syringe making the product unusable, another syringe of bioglue was successfully used in its place. Additionally, it was reported that the impact to the patient was extended operating room time.

Manufacturer narrative:
The manufacturer's investigation into the reported event is ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the allograft caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.